Event description:
It was reported that an external fluid leak was observed from a crack below the filter of a prismaflex hf1000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed (2 bar pressure) and a leak was observed at the level of the access line near the screwed connector. Further inspection showed that the access line was perforated near the screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.